Manufacturer narrative:
(B)(4): product ID 3889-28, lot# va0qwh2, implanted: 2015-(B)(6), product type lead. Product ID neu_un known_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient felt a shock like sensation after surgery. The shocking went away. Now, the patient did not feel any stimulation. Today, the patient increased the stimulation to 9 and it was better. The patient increased to 10 and the patient could not handle the level of stimulation. The patient was going to have urine culture tests. The patient was set at 8.0 and she was not feeling stimulation. The patient had no pain unless she lies right on the stimulator. The patient was not getting good control of her bladder symptoms. The patient noted that she cannot use the programmer until her husband gets home. The patient will have her husband confirm that the device is on and she will try and find a comfortable setting. The patient's husband called back to help the patient check her stimulator to confirm is on. The patient used the programmer to check the stimulator. The caller confirmed the stimulator was set at 0.9. The caller confirmed the stimulator was on. The patient tried to increase to 1.0 and it was uncomfortable and felt a jolt. The caller decreased back to 0.9. The patient called back a couple of days later and noted that they had interstim implanted on thursday. Friday, the patient took a shower and then afterwards felt pain in the rectum. The patient had tried to reach her doctor but had not heard back from him. Patient services offered to help the patient decrease stimulation to see if that helps. The patient was on 0.9 - program 1 and now the patient had decreased to 0.8 but stated she still hurts. The patient had a prescription for percocet from the trial but she had not taken anything but tylenol. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had intermittent stimulation. Sometimes they did not feel stimulation and sometimes stimulation was a dull rhythm. The patient could hear stimulation. They had never had therapeutic effect; their symptoms were better but not fifty percent better. The patient was taking oxybutynin to help. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.